Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented at the hospital and several episodes of ventricular fibrillation were noted. Appropriate therapy was delivered but it was ineffective. An external defibrillator was used and the patient was given a left ventricular assist device. An induction test was performed and all measurements were normal. No further intervention has been performed. The device remains implanted and will continue to be monitored. The patient is in stable condition.